Event description:
The customer reported that the sys displayed a precharge voltage error message. This error message will likely prevent the sys from booting. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys batteries were replaced. The sys was then found to be operating as intended.